Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 418 mg/dl. The customer experienced high blood glucose levels since he received the insulin pump. The customer treated his high blood glucose level with a syringe. The insulin pump alarmed no delivery 30 times in a 4 day period. It was his third insulin pump in two weeks. While troubleshooting, insulin did not exit and the insulin pump alarmed. The self-test passed. The device was not returned.